Event description:
The customer stated false grayzone and false reactive results were generated on the architect i2000sr analyzer. Based upon current information, it has been determined that elevated grayzone, reactive patient results, or elevated out of range high negative quality control results for architect havab-igm may occur when the assay is run directly following the architect ausab assay. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A follow-up report will be submitted when the investigation is complete.